Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and did not duplicate the alleged malfunction. The ventilator passed self-testing.

Event description:
It was reported that during patient use, a ventilator malfunctioned and the patient was then transferred to an alternate device. There was no report of patient harm as a result of this event.